Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a definitive cause for the patient effect. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of angina, as listed in the xience xpedition everolimus eluting coronary stent system instructions for use is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Although a relationship between the reported patient effect and the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacturing, design or labeling.

Event description:
It was reported that on (B)(6) 2015, the patient underwent a coronary procedure with implantation of a 2.5 x 33 mm xience xpedition stent and a 2.5 x 28 mm xience xpedition stent in the left anterior descending artery. On (B)(6) 2015, the patient experienced chest pain and was re-hospitalized on (B)(6) 2015. Medication was administered and the patient condition resolved. The patient was discharged to home on (B)(6) 2015. No additional information was provided.